Event description:
It was reported that the patient underwent a surgical procedure involving a ten year old artificial urinary sphincter (aus) due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The symptoms began a month prior to surgery. During the procedure a hole was identified in the balloon. The patient did not experience any further adverse events and was said to be doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.